Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump(iabp) experienced iab loop leak alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the safety disk value exceeded the factory's specified range. After replacing the safety disk the test was repeated and the values were normal. The unit passed all functional and safety checks to factory specifications.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site telephone is (B)(6). A supplemental report will submitted upon the completion of investigation.

Event description:
It was reported by customer that during routine preventive maintainence inspection, the cs100 intra aortic balloon pump had a leak in iab circuit alarm. There was no patient involvement and no injury.